Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer delivered a correction bolus that led to a blood glucose (bg) level of 42mg/dl. The customer believes that they may have not needed that correction bolus therefore leading to the low bg level. The customer consumed carbohydrates to address the bg level. The customer declined to provide additional information regarding this event.